Manufacturer narrative:
(B)(6).

Event description:
It was reported to philips the device gave error code 1006 - da pcba adc failed. There was no patient involvement or harm. This event was reported to have occurred outside of clinical use. Further information has been requested. If additional information becomes available at a later date, a supplemental report will be submitted.

Manufacturer narrative:
The authorized service provider (asp) evaluated the device. The reported issue did not reproduce - there was no issue found. The asp stated no further information is available. Based on the information provided and service performed, the customers alleged malfunction was unconfirmed to have failed to meet specifications. There was no patient or user harm reported due to this event. No parts were replaced.